Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator drive board and the fuse were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed an a/d channel 10-8 failure. There is no report of pt injury or death.